Manufacturer narrative:
Date of event: exact date unknown, event occurred middle of (B)(6) 2021. Explant date: middle of (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7091852/7091939.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure.